Event description:
The customer reported the system displayed a communication failure error message. No report of pt injury.

Manufacturer narrative:
The ge representative performed an on site investigation. The interconnect cable was replaced. The interface between the printed circuit board and the fluoroscopy x-ray circuit board was analyzed and both were reseated. The system was then found to be operating as intended.